Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported a false negative reaction of cell #10 of the product biotestcell-i11. The customer stated that cell #10 was tested manually with seraclone anti-m and yielded into negative test reactions instead of positive test reactions. The customer provided neither the supposedly defective product biotestcell-i11 nor the involved seraclone anti-m reagent. Therefore our quality control laboratory tested the retention sample of this biotestcell-i11 lot manually with seraclone anti-m. Cell #10 of biotestcell-i11 showed a correctly positive result. Testing by the quality control laboratory confirmed the correct function of the allegedly defective lot of biotestcell-i11 . A review of the batch record documentation showed no irregularities which might have negatively affected the quality of both allegedly defective lots. No instruments were involved because of a manually test procedure.